Event description:
Adverse event(s): "no patient involved" (no consequences or impact to patient). Product problem(s): "would not complete boot up process" (no code available [system]). A nurse reported the unit would power on but would not boot up to power screen. Add'l info was requested. Add'l info was rec'd. The nurse reported when he would power on the system, the fans would come on, but the screen would not display anything. He tried rebooting the system and noticed to change. The system was switched out and another system was used to complete the case. There was no pt involved as this was reported to have happened when first powering up the system for the day.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventative maintenance was performed. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. No sample associated with this complaint was returned for eval and steps could not be taken to replicate or confirm the reported event, therefore, the root cause of the reported issue is unk at this time. Additionally, the company service rep was unable to duplicate the reported event. (B)(4).